Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-0 error: invalid hematocrit. The e-0 error occurred when the blood sample was absorbed. The error occurred with multiple strips. The customer's expected fasting blood glucose test result range is 80 - 130 mg/dl. During the call on (B)(6) 2017, the customer stated she was feeling dizzy. Customer stated she did not need medical attention at that time. During the call on (B)(6) 2017, a blood test was performed by the customer fasting and produced test result of 66 mg/dl using truemetrix air meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 06/16/2018 and open vial date at time of call is one week. Customer stated that she had changes to her diet routine that week only, but not to her diet routine. Prior to the end of the call, customer was asked how she was feeling and she stated that she was feeling a little better as she had sucked on three peppermints (customer did suck on the peppermints after the blood test was done). The meter memory was not reviewed for previous test result history.